Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, the "boot burned off" of the hemopro tissue welder. Also, the hospital reported that the "silicone boot fell of," possibly inside the pt. It was not found, even after an x-ray. A new kit was opened to complete procedure. After a follow up call from the hospital, it was noted that upon removing the device from the pt's leg, the silicon jaw boot was not found. The incision was extended and there were no other pt effects, but they could not find the part. An x-ray was done but the part was not found so they continued with the procedure. The product is not returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted if additional info is obtained. (B) (4).